Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported issue that the pump would not recognize a closed door was reproduced as a door not fully latched alarms as well as confirmed through review of the event history log. Eval found that the force required to close the door was above expected levels, causing the issue. The door hooks and latch pins were replaced.

Event description:
It was reported a spectrum pump would not recognize a closed door. It was also reported there was no pt injury.